Event description:
Boston scientific received information that low pacing impedance measurements and high pacing thresholds were observed on the left ventricular (lv) lead. The device, which was a competitor's product, was reprogrammed to right ventricular (rv) only pacing mode. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.